Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Physician reported " contracture/encapsulation of prosthesis" device has been explanted. This relates to the left side. Physician additionally reported " reactive lymph node in left axilla" and "many deep radial folds."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6.

Event description:
Rupture and capsular contracture baker grade IV were diagnosed during explant surgery.

Event description:
Physician reported " reactive lymph node in left axilla" and "many deep radial folds."

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: encapsulation and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " contracture/encapsulation of prosthesis."

Event description:
Physician reported " contracture/encapsulation of prosthesis" device has been explanted. This relates to the left side.